Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photograph identified that the impactor tip is broken and further analysis of the impactor tip could not be performed as the pad was not returned. Part 110028055 is supposed to have a black tip, however, this instrument was pictured with a grey tip assembled. The returned handle shows signs of wear and tear from use. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The tip of the impactor switched is epoxied, and therefore not to be disassembled for sterilization. However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. The reported event is confirmed through provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was broken during an initial procedure. No foreign bodies were retained or patient harms reported. Attempts have been made and additional information on the reported event is unavailable at this time.